Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the company representative has experienced difficulty with the handheld's battery life and that while testing the handheld the screen became unresponsive during calibration. A hard reset was performed; however, the screen unresponsiveness continued. The company representative was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 03/06/2015. No anomalies associated with the handheld display or battery were identified during the analysis. During the analysis it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on 03/10/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.